Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported on october 13, 2016 they felt a jolt and surge in the area where you put the antenna over the top of the implantable neurostimulator (ins) and felt a ¿jolt-jolt-jolt,¿ and then stimulation stopped. It was noted there appeared to be no issue with the external device as they were able to increase stimulation with stimulation being ¿3 something¿ on the left leg and 4.5 volts on the right leg, but they still weren¿t feeling stimulation. There were no traumas or falls reported related to the issue. According to the consumer nothing was done which led to the jolting or no stimulation; the device was 20 years old. The healthcare provider (hcp) later reported they only saw the consumer two times a year for pain management and the implanting physician was no longer with their practice. The hcp was going to try and help the consumer meet with the manufacturer¿s representative (rep) as well as find a new physician regarding the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was reported the patient's rf transmitter was not working. The patient had tried to change the batteries out multiple times but it had not resolved the issue. No medical or therapy problem was reported at the time. Additional information received from the patient reported the device had stopped working and they needed a technician to find out why. A healthcare provider (hcp) reportedly indicated to the patient that they could take the device out but could not put it back in as it was older. Additional information received from the manufacturer's representative reported it was believed the patient would be finding another physician to have the system replaced. Follow up was conducted to determine if the patient found a physician and what interventions were done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.